Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set insulin flow blocked alarm. The insulin did not exit and greater than normal resistance with plunger push. No further information available.